Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Hospital policy.

Event description:
Drilling the posterior calcaneus screw with 4.2 x 340 drill piece. Drill snapped in patient approximately 40mm in length.